Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. A visual examination was performed on the device, and noted blue discoloration on the shell and center patch. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from four separate openings on the posterior portion of the shell. Under microscopic analysis, three of the four openings were noted to be striated, consistent with device removal activities. One if the four opening, 1/20 of an inch in length, was observed to have sharp edges. No particles were observed in the valve channel. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the bib system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the bib system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had a deflation. "Balloon needed to be removed due to leaking. (Patient complaint about blue urine)."